Manufacturer narrative:
Since the device is not available to be returned to us, a technician evaluation cannot be performed. Per our standard sop's, all events are tracked and treneded to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that nearing the end of an endoscopic vein harvesting procedure, the hemopro 2 device failed to power up and reset. The hemopro 2, cord, and power supply were switched out to complete the procedure. The hospital did not report any patient effects. The hospital will reportedly not be returning the product in question.